Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 8/25/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside the original lens case in an opened pouch. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut and several pieces were missing. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. First/given name: full first name not provided. Last name: illegible last name provided. Email address: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) trailing haptic caught and broke. The lens was inserted and removed during the same-procedure. The incision was not enlarged. There was no indication of patient injury or that any medical or surgical intervention were required. No additional information was provided to johnson & johnson surgical vision.